Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not functioning correctly. It was indicated that the main printed circuit board (pcb) was corroded and the epg had extensive internal corrosion and contamination. It was also indicated that the output connectors were broken and that the display wires and main seal were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a new battery was installed in the external pulse generator (epg), the replace battery red light was still on and the only lights that would flash were the ventricular lights. Also, the upper display would show but the bottom display was blank. The epg was returned for service. There was no patient involvement.